Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 03/27/2017 to 05/09/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad was not evaluated as the customer was unresponsive to any follow-up. There is insufficient information to determine an assignable cause. The customer was unresponsive to multiple attempts at obtaining additional information and the suspect bi was not returned for evaluation. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. It is unknown if the affected load was released for use on patients or reprocessed. However, there has been no report of injuries or harm to any patient(s) as a result of this event. Although there has been no confirmed reports of injury or harm to any patients in this event and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.